Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 24-jul-2017, fse arrived at the site to address the reported event. Fse replaced the sorter board, and cleaned & lubricated the sorter z and y axis to correct the issue. Additionally, he checked alignments, ran "get cup test", and updated to version 2.05 software. No further issues were noted. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the sorter board.

Event description:
On (B)(6) 2017, the customer reported "error 4051" with their aia-2000st analyzer. On (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of progii, pth, e2, fsh, prl, and bhcg patient results. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.